Manufacturer narrative:
Philips service switched on the voltage regulator to restore functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that the device was unable to boot due to a switched-off voltage regulator on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.